Event description:
The customer returned the device stating, "the pump had an air -in line alarm, the coils rusted, the downstream occlusion seal lifted, and the door missing during pre-test ". During device evaluation it was found the downstream occlusion (dso) seal lifted, fluid contamination found around dso seal and air detector.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. The device was visually inspected and found the battery compartment contacts rusted. During the functional testing, the customer reported issue was confirmed. Air in line alarm neither found in event logs history nor duplicated. The downstream occlusion (dso) seal severe bubbling and fluid contamination found around dso seal and air detector. The probable cause of the reported problems was fluid contamination. Replaced main board, dso sensor, air detector, battery compartment and liquid crystal display (lcd) lens. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.